Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the plunger tamper seal was broken, the left plunger case screw post was broken, the battery door and battery bay were cracked. Review of the event history log showed an occurrence of a "depleted battery, low battery" alarm message. Functional testing included battery diagnostics and running the pump through the power up process. It was found that the pump exhibited "depleted battery" at power up. The investigation determined that the battery not operating as intended due to normal wear was the cause of the reported issue. It was noted that the battery was six years old. The battery was replaced to correct the issue. Preventive maintenance was also performed and the pump then passed all functional testing. Service history review identified the complaint was not related to a previous service of the device within the review period., corrected data: h6: health effects.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a depleted battery. No patient involvement reported.